Event description:
Hill-rom received a report from the account stating the bed exit was set wrong. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found that the customer was not following instructions for setting the bed exit. The service technician provided instruction to the customer on how to properly set the bed exit. The service technician tested the bed and the bed functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.